Manufacturer narrative:
The ICD first underwent a visual inspection. Several sparkover traces were discovered on the ICD housing, which indicate sparkovers between the hv conductor of the lead and the ICD housing. The ICD then underwent an electrical examination. In the process, the clinical observation was confirmed, the ICD could no longer be interrogated. The memory content of the device could therefore no longer be read. Next, the device was opened. A destroyed final shock stage of the electronic module was identified. This damage to the final shock stage indicates a shock delivery into an external low-ohmic shock path. The damage to the module, in turn, led to a permanently increased current uptake and, subsequently, to a discharge of the battery and the resulting inability to interrogate the ICD. There were no sparkover traces or short-circuits either within the ICD or in the connection system, which could be related to the clinical observation. The low-ohmic shock path clearly resulted from an external short-circuit. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In summary, during a shock delivery, a sparkover occurred between the lead and the ICD housing. This conclusion results from both the damage manifestation of the damaged final shock stage and the sparkover traces on the ICD housing. There were no indications of a material defect or manufacturing error at the ICD.

Event description:
Ous MDR - after an implantation time of about 45 months, it was reported that the ICD could no longer be interrogated after a shock delivery. No worsening of the patient's state of health was reported.